Manufacturer narrative:
Product evaluation summary: the reported condition of a pump with an out of specification air in line printed circuit board (ail pcb) on channel c was confirmed. The channel c pump head mechanism was replaced. The device was tested and returned to the customer.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of specification air in line printed circuit board (ail pcb) on channel c. There was no patient injury or medical intervention necessary. There is no additional information available.